Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the implant procedure, low pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolved the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examinations found a bent outer coil and damaged inner insulation due to an over-tightened suture sleeve tie at the proximal region of the lead. The reported event of low pacing lead impedance was confirmed. The cause of the reported event was isolated to the over-tightened suture sleeve tie consistent with procedural damage.